Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 01/14/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 evaluation:the product was returned for evaluation. Visual analysis of the returned sample determined that a needle-suture of product code sxpp1a301 was received for evaluation, the needle was noted with marks and the suture present body fluids, damage in some barbs and have both sides of the fixation tab were cut possibly from a surgical instrument. The condition of the sample received indicates improper handling of the device. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, the device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an orthopedic procedure on an unknown date and barbed suture was used. During the procedure, the tab got detached from the suture during use. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: event information correction] the suture was broken at the end of suturing. The fixation tab came off the suture during use. [Lot number] unknown? Rcmchb. Please provide procedure date? No further information is available. Please provide lot number ? No further information is available. Please provide the return status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. We regularly contact with sales rep about the device returning. No further information will be provided. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent this is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare, active ingredient(s)- triclosan, dosage form - suture/solid/parenteral, strength - = 2360 g /m.